Event description:
Reference number (B)(4). Event occurred in the united states. On 23-june-2024, it was reported that the patient encountered infusion set blocked at the site within 3 or more hours after insertion. The site of insertion was abdomen. The blood glucose level was found to be high. No further information available.